Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as high pacing threshold measurements and low amplitude were observed in four different positions in the ra. As such, the physician suspected the lead was defective and decided to use another one from the same model. Since electrical measurements were found to be optimal in one of the positions, the new lead was implanted and the procedure was successfully completed. No adverse patient effects were reported. The attempted product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as high pacing threshold measurements and low amplitude were observed in four different positions in the ra. As such, the physician suspected the lead was defective and decided to use another one from the same model. Since electrical measurements were found to be optimal in one of the positions, the lead was implanted and the procedure was successfully completed. No adverse patient effects were reported. The attempted product was returned for analysis.